Manufacturer narrative:
The reported event of backup-mode was confirmed. Field information states code was reloaded before sending for analysis. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Upon interrogation for secondary analysis, the device triggered backup operation. Analysis of the device image revealed that device went into backup mode due to reset error consistent with an integrated circuit (ic) anomaly. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that the pacemaker went into backup vvi mode while it is still in the box. Programming changes were made. Device was not used and there is no patient involvement.